Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint. Testing was not performed as the potentially (B)(6) contaminated extension sets were discarded to eliminate the risk of exposure. The root cause of this failure could not be identified. Concomitant medical products: syringe, lot: 3131765, exp: 10/01/2019. Z flush 10ml syringe normal saline 0.9% only 5ml filled with bonded maxzero ext attached to maxplus trifuse with a maxzero attached, 1.2 filter ext and mini filter ext. Therapy date: unk.

Event description:
Unexpected return- broken spike, lipid infusion with filter set.

Manufacturer narrative:
Correction to initial report date of report.

Event description:
The set was received as an unexpected return with a note stating that there was a broken spike on a lipid infusion on a filter set. There was no report of patient harm.

Manufacturer narrative:
Due to the potential for hiv exposure during receiving and investigation, it was decided that these sets would not be investigated. Although the set was not handled further, the customer¿s photo was evaluated and the reported event of broken spike was confirmed by photo at the location of the drip chamber. The root cause could not be identified.

Event description:
The set was received as an unexpected return with a note stating that there was a broken spike on a lipid infusion on a filter set. There was no report of patient harm.